Manufacturer narrative:
Follow-up #1: date of submission 11/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/13/2016 with the following findings: a review of the black box and alarm history showed call service 064 alarm. Unrelated to the original complaint, the audio bolus button cover was punctured. The ok button was unresponsive. Additionally, moisture damage was found on all boards, on the keypad connector, and on the motor flex connector. The original complaint was unable to be tested due to the moisture damage.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and reported that call service alarm 064 had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.